Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon, and also surmised that this phenomenon was attributed to insufficient brushing around the forceps elevator. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(4), it was found that there was foreign material under the forceps elevator of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the following. - the reprocessing around the forceps elevator after the procedure was insufficient. - since the user did not perform the reprocessing immediately after the procedure, the foreign material adhering to the forceps elevator dried and remained. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.